Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Ocular inflammation/infection is listed in the labeling as a known inherent risk of cataract and glaucoma stent surgery. MFR reference (B)(4).

Event description:
The surgeon reported performing cataract surgery with implantation of the istent on (B)(6) 2015. Two days postoperatively the patient presented with edema and the iop was 10 mmhg. On (B)(6) 2015 (5 days postop) the patient's iop decreased to 7 mmhg and the patient presented with hyphema and an anterior chamber reaction. On (B)(6) 2015, the surgeon conferred with the glaukos medical monitor and the following additional information was provided. During surgery, there was difficulty with stent placement. The iop is ok now, but the postoperative inflammation is not responding to steroid therapy and there is concern about possible infection so the patient was referred to a retina specialist. Additional information has been requested.